Event description:
Per surgeon, omni device ((B)(6)) was used for a goniotomy procedure and when retracting the catheter for removal, the device broke. Surgeon confirmed that he was still able to remove the device completely.